Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative evaluated the device and verified the reported issue. The ac power supply was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The faulty power supply was sent to the product assessment center for evaluation and discovered a blown fuse within the power supply. The cause of the reported issue was a faulty ac power supply.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.